Event description:
Customer reported an issue with device settings, specifically incorrect date and time, which was updated. Customer experienced a low blood glucose level of 45 mg/dl. Carbohydrates were consumed to address the issue, and there was no loss of consciousness or need for third-party assistance. Cts assisted with updating device settings and explained that an incorrect date does not affect insulin delivery, which the customer understood. No injury occurred due to the event.